Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was updated and corrected: e2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most likely cause of the event was a faulty igniter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the user reported the lamp stayed on and went into standby mode but would not shut off. The user was instructed to disconnect the device from the wall, which resolved the issue. The user was informed the lamp may require replacement or the device may need to be returned for repair. The user facility had a recent occurrence of the e103 error on the subject device (patient identifier (B)(6)). The device was returned for evaluation and the user allegation of error e103 was confirmed and caused by a faulty igniter. In addition, the device evaluation found a worn out scope socket that had caused poor connection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus technical assistance center (tac), an e103 main lamp error was observed on the visera elite xenon light source prior to a therapeutic laparoscopy. During follow up with the user facility, the user reported the procedure had been completed without delay with the same device. The device was used throughout the day for additional cases without issue. The device had been inspected prior to the procedure but no additional anomalies were observed. The connections and cables were found to be secured, settings were correct and there were no irregularities found with the lamp. At the time of the event, the lamp had 200 hours left on it. There were no reports of patient harm associated with this event.